Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's left eye (os). An order was placed for a new lens due to a possible lens exchange for a longer length lens due to an unknown reason. To the best of our knowledge the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.